Manufacturer narrative:
A partial lead with the connector portion measuring 14.9 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. The patients cause of death was reported to be congestive heart failure. No additional information was reported.